Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced an infection at the ipg site. The pt was placed on oral antibiotics. Surgical intervention was undertaken and the ipg was explanted. The pt's physician indicated the infection is resolving and the pt is continuing her antibiotic regime.